Event description:
It was reported that the manufacturer representative¿s instructions were to increase stimulation the day after implant until the patient could feel stimulation. The day after implant the patient increased to 7.7v before they felt anything. The patient had 2 good days and then things started getting worse again and they noticed things starting to go downhill 3 nights ago. The patient had increased symptoms and a loss of therapeutic effect. Last night the patient was up 5 times within an hour. The patient checked the implantable neurostimulator (ins) this morning to make sure it was on and it appeared to be. The patient saw the lightning bolt and since they weren¿t feeling anything, the patient increased stimulation to 8.4v to 8.5v on program 4 this morning. The patient did not feel any stimulation. It was mentioned that the patient had parkinson¿s disease. It was further reported that the patient did not have concerns with their device or therapy and received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0usuj, implanted:(B)(6) 2015, product type: lead. (B)(4).